Event description:
The facility representative reported a flo-gard infusion pump with a broken door handle. This condition was found during power up of the device in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door handle was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be physical damage to the door latch. The door latch was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.